Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced a rollercoaster blood glucose event while using the ilet, with a nadir of 43 mg/dl followed by a peak of 344 mg/dl, attributed to repeated overtreatment of hypoglycemia influenced by continued cgm readings and potential sensor lag; the user used oral glucose to treat the low. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included an urgent low glucose event and a low glucose event that were managed outside the hospital. Investigation included troubleshooting and education on hypoglycemia treatment, including instruction on cgm delay and confirmation with a fingerstick for accurate blood glucose. Investigation of this case revealed user-related overtreatment as the primary factor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management related to treatment of hypoglycemia.